Event description:
Patient presented for evaluation after experiencing a fall. Patient became progressively more sleepy the past month. CT of head revealed an object in the pre-pontine area of the brain. The object was the patient's catheter. The catheter had not been trimmed at implant and migrated (still attached - no disconnect occurred) up the intrathecal space. Surgery done 2003 to retract the cath, trim and secure to prevent recurrence of event.